Event description:
The customer reported non-reproducible troponin I (access accutni) results, within the risk stratification, for multiple patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. An initial result of 0.06 ng/ml was obtained for one patient. Subsequent analysis of the patient¿s sample, on the same instrument, recovered a lower result of 0.02 ng/ml within the normal reference range. The original result was not released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The customer defines critical results as any value greater than 0.03 ng/ml with a cutoff value of 0.04 ng/ml. Repeat testing is performed prior to the result is released from the laboratory. The customer stated recent system check passed within specifications and no quality control (qc) issues were noted. The patients¿ samples were collected in lithium heparin gel tube and centrifuged at 7,200 rpm (rotations per minute) in a stat spin centrifuge for three minutes. The original samples were analyzed from the primary tubes. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This is report three of five referencing the patient on the event date noted.

Manufacturer narrative:
The field service engineer (fse) observed a loose precision pump mounting screw and evidence of dried wash buffer in the wash carousel. There were no bubbles in the wash or precision pump and all fittings were secured. The fse performed a major preventative maintenance (pm). All verification studies passed. The fse performed a precision test and concluded service. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. The likely cause of the reported issue was a loose precision pump mounting screw. All related medwatch reports associated with this event: 2122870-2013-00647, 2122870-2013-00648, 2122870-2013-00649, 2122870-2013-00650, 2122870-2013-00651.